Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and with previous cardiac surgery for a triclip procedure. During the procedure, one triclip was implanted on the medial side of anterior and posterior leaflet (a/s). Once implanted, it was determined that a single leaflet device attachment (slda) occurred immediately and triclip was no longer attached to the septal leaflet. Imaging was difficult due to a mechanical aortic valve replacement in place. Additional triclip was implanted on central side of anterior and posterior leaflet (a/s) to stabilize the slda. Tr was reduced to grade 1-2. There were no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported slda appears to be related to procedural conditions (bad visualization, previous cardiac surgery-mechanical aortic valve prosthesis). The reported image resolution poor was difficult due to a mechanical aortic valve replacement in place and shadowing. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.